Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injuries"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea and dyspareunia had resolved and the pregnancy with contraceptive device, menorrhagia, psychological trauma, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2016 and essure confirmation test date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury to herself removed and new events dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), psychological injuries, pregnancy with contraceptive device, device ineffective, fatigue, hair loss, headaches, nausea and weight gain were added. Patient demography added. Lab data was added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes with mild chronic salpingitis'), back pain ('back pain') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy (2010) in 2010, appendicitis, multigravida, multiparous ((living children: 3)), abortion, vaginal delivery (B)(6) 1996, (B)(6) 1998, (B)(6) 2013, obesity and menses irregular. Concurrent conditions included pelvic pain, spotting menstrual, adenomyosis, ovarian cyst, paratubal cyst, adhesion, hypertension and mental disorder. In 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("psychological or psychiatric psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric psychological or psychiatric problems condition:anxiety") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pain ("body pain"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, pregnancy with contraceptive device, menorrhagia, depression, fatigue, alopecia, nausea, weight increased, vaginal haemorrhage, female sexual dysfunction, anxiety and migraine outcome was unknown, the back pain, dysmenorrhoea and dyspareunia had resolved and the headache and pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pregnancy with contraceptive device, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2016 and essure confirmation test date- 01. Discrepancy noted for date of insertion: (B)(6) 2016 and (B)(6) 2016. Essure device deployed ,left ostia only; 3 coils noted. Date leave began: jan-2016, date leave ended: may-2017. Date leave began: may2017, date leave ended: 19dec2017. Date leave began: 01feb2016, date leave ended: 05feb2016 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - in (B)(6) 2016: left occlusion only. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, depression, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr receive. New events: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression & anxiety, migraines / headaches, headache, back pain, body pain were added. Events added from mr: fallopian tubes with mild chronic salpingitis. New reporters added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.